Event description:
It was reported that a (B)(6) male patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered complete av block requiring a temporary pacemaker and prolonged hospitalization. During the svt ablation, there was complete av block due to the ablation of a posteroseptal accessory pathway near the av node. The physician installed a temporary pacemaker for monitoring. The physician does not believe that the carto system or the products were the issue. No map shift and no catheter malfunction. A temporary pacemaker was implanted. The physician¿s opinion on the cause of this adverse event was procedure related. Patient outcome of the adverse event was unknown. The patient required extended hospitalization because of the adverse event. The patient needed to stay monitored to see if a permanent pacemaker needed to be implanted. There were no issues with the carto system.

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30629528l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).